Manufacturer narrative:
Analysis of the implantable neurostimulator (B)(4) found a reliability non-conformance as there was a deformed balseal spring.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was explanted on 2013 (B)(6). It was noted that the high impedances were noticed during a procedure to revise the patient¿s thoracic lead. It was noted that the patient was getting less than 50% therapy relief. It was noted that the patient could not feel the stimulation in the areas that they needed it and that the stimulation would intermittently turn on and off. It was noted that the both leads showed high impedances on the 0-7 electrodes on the thoracic lead and the 8-15 electrodes on the cervical lead. It was noted that the thoracic lead was replaced and the impedances were normal when connected to the multi-lead trialing cable but they still showed high when connected to the patient¿s ins. Based on this the patient¿s ins was replaced.